Manufacturer narrative:
The results of the investigation concluded that electrodes 1-4 met specification requirements of acceptable resistance values with no open or short circuits detected. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported perforation remains unknown as the event could not be confirmed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
(B)(4).

Event description:
During an ablation procedure for premature ventricular contractions originating in the right ventricular outflow tract, a pericardial effusion occurred. Following the procedure, an echocardiogram was performed which revealed a cardiac perforation. A pericardiocentesis was performed and heparin reversed with protamine administered to stabilize the patient. There were no performance issues with any abbott devices. Related manufacturing reference: 3008452825-217-00027, 2182269-2017-00033.